Manufacturer narrative:
Device evaluation summary: visual inspection shows a piece of foam from the clam shell is loose inside it. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a custom tubing pack was observed to have a missing foam piece in the sterile clam shell prior to use, compromising sterility. The healthcare professional noted that the missing foam piece appeared to be pushed into the sterile clam shell, exposing the sterile inside to the outside environment. The only way to retrieve the piece would be to open the clamshell. The issue was located on page 4 of the custom pack specification. Other devices in the same box/shipping container were not damaged. The device was replaced. There was no patient involved.